Event description:
The customer observed an unacceptable quality control shift low for ca1253. Daily signal reagent cleaning was not being performed on the analyzer. Cleaning the signal reagent probes resolved the issue. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and lpnl results. There was no report of pt harm as a result of this occurrence.